Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged and exhibited loss of sensing and capture. The patient is not atrial pacing dependent and the lead was reprogrammed. The patient would continue to be monitored.

Event description:
New information received stated that during in clinic follow up on (B)(6) 2019, the atrial lead began regaining capture but at high capture threshold. The patient was not dependent and no further changes were made.